Event description:
It was reported that the customer was in a car accident due to low blood glucose and was hospitalized. The blood glucose reading was 27 mg/dl at the time of the admission. Caller stated that the customer's insulin pump reservoir compartment is cracked and the reservoir no longer stayed in place. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.